Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A center manager reported a patient that had bilateral topography-guided lasik surgery and had a sub-optimal outcome. The patient is still under the care of the facility. Additional information received stated the patient is scheduling for an enhancement. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the day of the treatment. The root cause could be identified conclusively. The manufacturer internal reference number is: (B)(4).